Manufacturer narrative:
Hamilton medical ag received the device logfiles for analysis. The logfiles indicate that on the reported event date, the device generated multiple ¿high peep¿ and ¿exhalation obstructed¿ alarms. Following the event, the service technician identified that the expiratory membrane had been incorrectly inserted, resulting in exhalation obstruction and the observed high peep alarms. The expiratory membrane was subsequently repositioned, after which the device successfully passed all service software checks and was returned to clinical use.

Manufacturer narrative:
Hamilton medical ag ref. No. (B)(4). Investigation ongoing.

Event description:
Hamilton medial ag received the following complaint description: during the ventilation of a patient, "the device continuously sounded the alarm for high peep and obstructed exhalation. (B)(6) 2026 12:32:28)". "The filter was not changed, but all tests (flow sensor and tightness) were performed (everything was ok). The device settings were then adjusted (long expiration and high peep due to auto-peep), allowing the patient to be ventilated well throughout the night. On february 6, the high peep alarm (yellow) and then the expiratory stenosis alarm (red) sounded again. The patient stabilized when disconnected from the device. The device was therefore replaced, and the patient could then be ventilated without any problems on the new device." No harm to the patient was reported.